Event description:
The subject device was returned for analysis and the device investigation revealed that the catheter polytetrafluoroethylene (ptfe) inner lining was peeling. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the catheter shaft was found to be kinked/bent at the distal end. The catheter shaft was found to be flat/crushed close to the distal end. There was dried procedural fluid found on the outside of the catheter shaft distal end. There was dried procedural fluid found on the catheter tip. There was polytetrafluoroethylene (ptfe) peeling found when patency mandrel was advanced through the catheter shaft. The hub was intact. During functional inspection a 0.023" pin gauge was verified to meet the catheter shaft when inserted into the catheter hub. The microcatheter was flushed with difficulty. The main coil could not be inserted in the hub due to strong friction. The main coil was found to be kinked/bent. A 0.0158¿ patency mandrel was advanced next; however, it got stuck approximately 6 cm from the strain relief. The catheter was then cut approximately 10 cm from the strain relief and the patency mandrel was again advanced through with difficulty, the blockage was found to be ptfe peeling. A 0.0158" patency mandrel was advanced through remainder of the microcatheter, and friction was noted in the damaged areas. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use and continuous flush was maintained throughout the clinical procedure. It was reported when guiding the subject catheter to the aneurysm and attempting to deliver the coil, the coil got stuck at about 10 cm advanced from the proximal of the shaft and could not be advanced further. The coil was retrieved once and the coil (the first coil) was found to be broke (specific location of damage is unknown), took out another new one n, but this one also had same issue. Even after inserting a micro guidewire, the coil got stuck at the same place. Therefore, the subject microcatheter was withdrawn and raised the new microcatheter, and the second coil was able to be advanced without any issue, then the procedure was completed successfully. The device was returned for analysis, and it was noted that the microcatheter shaft kinked and crushed. The microcatheter was flushed with difficulty. The concurrent coil could not be inserted in the hub due to strong friction. The main coil was found to be kinked/bent. A 0.0158¿ patency mandrel was advanced, however it got stuck approximately 6 cm from the strain relief. The catheter was then cut approximately 10 cm from the strain relief and the patency mandrel was again advanced through with difficulty, the blockage was found to be ptfe peeling. A 0.0158" patency mandrel was advanced through remainder of the microcatheter, and friction was noted in the damaged areas. The location of the kinks and crush would not have caused the friction during the procedure. Based on a review of all available information and the analysis of the returned device it is probable that the ptfe inner layer was damaged when resistance was felt advancing the coil during the procedure. There may have been friction due to some procedural factors during use. The as reported event: 'catheter, difficulty advancing coil' as well as the analysed events: 'catheter shaft kinked/bent', 'device difficult to flush', 'catheter shaft blocked/occluded', 'catheter shaft flat/crushed', 'catheter shaft friction' and 'catheter ptfe inner lining peeling' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.